Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient dislocating. Depuy cup with stryker stem. Replaced the femoral head and put a depuy constrained liner in.